Manufacturer narrative:
The impella was returned for analysis. The cause of the access site bleeding was not determined since no information regarding the bleed was provided. The impella tempubunsho recommends that during impella support the patient should be anticoagulated to where the patient¿s activated clotting time (act) is between 160 and 180 seconds. If the patient¿s act is above this range then there is an increased risk of bleeding at the impella access site. Abiomed will continue to monitor these types of events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed access site bleed. As a result, the patient was administered blood products, amount was not provided. No further information was provided.